Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1.5 months after the dental implant was placed in ada site 30 in the mouth, the implant had not integrated. Clinician reports the patient had pain, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 1.5 months after the dental implant was placed in ada site 30 in the mouth, the implant had not integrated. Clinician reports the patient had pain, mobility, bleeding and inflammation. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.